Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 195 mg/dl at the time of incident. The insulin pump cannot perform rewind due to the motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.